Event description:
Related manufacturer reference number: 2017865-2019-09967. Related manufacturer reference number: 2017865-2019-09968. It was reported that the right ventricular leads and the atrial lead exhibited low lead impedance. It was also noted that the leads exhibited insulation anomalies. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion noted at 40.2 cm to 40.8 cm, 41.4 cm to 41.5 cm, 41.7 cm to 41.8 cm, 44.3 cm to 46.5 cm, 54.5 cm to 55.2 cm, and at 55.1 cm to 55.7 cm from the connector pin. The cause of the reported events was due to the external insulation abrasion that breached the insulation consistent with friction to another device.